Event description:
On 12/29/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin with hemostasis achieved. Approx six (6) hrs later while the pt was ambulating, bleeding was noted from the puncture site. Manual pressure was held for thirty (30) minutes with control of the bleeding. The pt was held overnight for observation, and discharged without complication the following day. As of 02/02/1999 there has been no report to the MFR of further complication or add'l pt sequelae.